Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and cervical radiculopathy. It was reported that the device doesn¿t seem to be helping the patient at all. The caller said when the patient first got the implant, it helped a lot. The caller further stated that ¿there are little dots on the end of the device right by her neck,¿ and when it got to where it didn¿t work right, they moved it to the next spot. It was clarified that ¿the battery was implanted on the patient¿s hip and they put a wire back up to the neck where the patient had the implant surgery.¿ the caller further explained that when the ¿device quit working real good for the patient, they moved it to the next dot and ended up on the last dot.¿ the caller stated that they moved to the last dot, so they couldn¿t move it anymore and it¿s been steadily getting worse and worse and they were wondering if they needed to do surgery to move the end of the device up further or reposition it. The caller said if the patient turns stimulation on, they can feel it and so they know it is turned on. The caller said if they turn stim wide open, it vibrates the patient¿s whole body and they cannot sleep that way. The caller said the device was not taking the pain away and wanted to know if it was possible to surgically move the device. The patient confirmed no falls. Physician listings were sent to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.